Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa, a registered nurse (rn), reported that the blood leak occurred three hours and twenty minutes into hd treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used, but they did not test positive. There was no visual damage noted on the dialyzer. Fresenius bloodlines were also being used. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. Blood was present throughout the device, and coagulated blood was noted in the header caps. No damage or irregularities were identified on the returned sample. A laboratory bubble point leak test was performed on the returned sample. There were no leaks detected, possibly due to the presence of coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa, a registered nurse (rn), reported that the blood leak occurred three hours and twenty minutes into hd treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used, but they did not test positive. There was no visual damage noted on the dialyzer. Fresenius bloodlines were also being used. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.